Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that a girdlestone procedure was performed on the patient's left hip due to migration of a competitor shell. All components including a stryker stem and head were removed. There were no allegations against the revised stem or head. Rep confirmed that no further information will be released by the hospital or surgeon.